Event description:
Reference number (B)(4). Event occurred in denmark. It was reported that the patient faced infusion set detachment event on (B)(6) 2026. The site of detachment was the quick release. The infusion set had been in use for four to five hours. The patient's blood glucose level was 23.9 mmol/l, and the patient was treated with both a pen and a pump. No further information available.